Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Four infusion set samples were received for evaluation. The complaint describing a leak on the headset was not verified, and the material meets product specifications. A practice test and a free flow and tightness test were performed on all samples without finding any irregularities. Further, the production documents were checked without finding any indication about the complaint reason. The manufacturer has not received other relevant complaints regarding this batch.

Event description:
Patient reported experiencing leakages at the infusion set self-adhesive and cannula housing for 2 months now; exact date is unknown. Patient stated he also noticed leakage 5 mm further on the infusion set tubing. Patient reported experiencing elevated blood glucose levels up to 300 mg/dl. Patient stated he took correction via the pen. Patient's normal blood glucose level was not provided. Patient reported he was able to get his blood glucose level under control by himself. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.